Manufacturer narrative:
The tech found the pilot link assembly was broken. The tech replaced the pilot link to repair the bed.

Event description:
Info rec'd indicates the bed will not go into trendelenburg.